Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between march 14-15, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. This occurred during patient infusion. The device contained non-baxter sodium chloride injection 0.9% (250ml, 2.25g, multi-layer co-exclined membrane) and recombinant human endostatin injection (3ml, 15mg, dual channel). The infusion completed 12 hours earlier than the expected time of 72 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.